Event description:
The machine failed autotest and the balance chambers were replaced on 3/26/98 by gambro technical services. The MFR learned on 4/28/98, during failure investigation of the returned component, that a piece of debris was caught in the balance chamber valve seat, which would hold the valve open slightly causing an internal leak. There was no pt involvement.